Event description:
In 2008, the pt called for assistance in changing the insulin cartridge on her infusion device. The pt started the process and stated the device screen would not move from "returning the piston rod." She then received a low battery alert and she replaced the battery. The pt then began the process of changing the cartridge again but the piston rod would not move. The pt was advised to switch to her backup infusion device. She stated, she did not have her backup device with her. On follow up with the pt on the next day, she said when she performs the cartridge change process, the screen displays "returning piston rod" for a long time before displaying an e10 (cartridge error). She stated, she changed the battery but that did not resolve the issue. She said insulin may have been spilled into the cartridge chamber but could not remember a specific incident. She stated she attaches the adapter and tubing to the insulin cartridge after she inserts the cartridge. The pt was advised to attach the adapter and tubing to the cartridge prior to insertion. The pt stated, she is currently on her backup device but while she was off of pump therapy for 4 hours, her blood glucose reading elevated to 500 mg/dl. The pt did not require assistance from healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.